Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a patient was experiencing over-dose symptoms due to the refill nurse programming the incorrect bolus. The patient is now stable.